Event description:
It is reported that when the nurse opened the box, it was noted that the sterile inner packaging had been punctured rendering the device unsterile.

Manufacturer narrative:
Info was received from a foreign source who is not required to complete form 3500a. This report will be amended when our investigation is complete.